Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the trackers on the imaging system could not be viewed by the localizer of the navigation system when pointed at them. It was reported that the trackers could not be recognized in the procedure. The surgeon opted to complete the procedure a second medtronic imaging system. There was no reported impact on patient outcome. No additional information was provided.

Event description:
Additional information received indicated the imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that when the system was close around the patient the navigation system would not see the imaging system. The imaging system was communicating with the navigation system when it was plugged in. The navigation system could see the reference frame, but the camera would not see the imaging system. The site had to boot up their other imaging system and swap them mid-case. The issue resulted in a procedure delay of approximately 15 minutes. There was no impact on patient outcome. As of 2019-jun-14, the issue had not recurred since initial report. The imaging system had been used without issues. No further actions were taken as the issue was reported to have resolved during call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.